Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier was found misaligned during use. The user managed to use the applier to complete the operation with no trouble.

Event description:
It was reported that the jaws of the applier was found misaligned during use. The user managed to use the applier to complete the operation with no trouble.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in march of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned , and the jaw pivot pin is slightly pushed into one side of the damaged/bent outer tube assembly. This instrument was disassembled for further evaluation and found that the drive rod (n00185) fingers that actuate the jaws are damaged and that is what has caused the jaws to be loose and misaligned. We are able to validate this complaint. We are unable to determine what caused the internal drive rod fingers that actuates the jaws to become damaged and for the jaws of this device to be loose and misaligned and for the jaw pivot pin to be slightly pushed into one side of the outer tube assembly but mishandling of this device at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.